Manufacturer narrative:
Updated g4. Expiration date, unique identifier (UDI) #, h4 device manufacturer date and manufacturing site based on manufacturing records received on dec 17, 2020. Manufacturing site: (B)(4). Registration number: (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation was unable to conduct because the reported guide wire was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, it was presumed that rotational force exceeding the product design limit might have been locally applied as the confianza pro 8-20 guide wire was rotated in one direction to release the trapped concomitant microcatheter. Consequently, the core wire of the guide wire was fractured. As pulling force was applied on the guide wire for withdrawal, the coil wire was elongated. It was concluded that this event was not attributed to product quality. The instructions for use (IFU) states: [warnings] observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or vessel trauma may occur; [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that an asahi caravel microcatheter was used retrogradely to support an asahi rg3 guide wire to be guided into an antegrade guiding catheter during a pci for a heavily calcified cto in the tortuous rca#2. After the rg3 entered into the guiding catheter, the caravel was trapped by the lesion and could not be withdrawn. An asahi confianza pro 8-20 was delivered to the trapped caravel. As rotational force was applied in one direction to break the calcium and release the microcatheter, the core wire of the guide wire was fractured and stretched. The patient was sent for another medical facility, where the guide wire was removed surgically. The physician commented that this event could be attributed to the procedure. The patient is currently under observation in the ICU.